Event description:
Related manufacturer reference number: 2017865-2024-37003. It was reported that a patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited low pacing impedance, high capture threshold, and noise that was oversensed by the device and led to an inappropriate automatic mode switch. The physician decided to replace the lead. During the replacement procedure, the replacement atrial lead exhibited a high capture threshold, unspecified sensing issues, and the helix failed to extend. As a result, the new lead was not used. The old lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.